Event description:
During an electrosurgical procedure, current traveled from operative site laterally to side of retractor arcing along the blade of the retractor causing a burn. One stitch was required.